Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: reaching out to let you know we had another issue with the bd insyte 22ga ivs today in endoscopy. When the nurse went to puncture the vein, the catheter split apart from atop the needle. She noticed something was wrong when trying to advance, and when she removed the IV, she could see that the needle was still straight, but the catheter had veered off to the side completely, not laying overtop the needle as it is supposed to. Seems like an isolated incident for now, but wanted to make you aware. 13 dec 2023 any adverse event or serious injury reported to patient or healthcare professional? No. 2 was there a delay of, or change in, the course of treatment due to the event? Inisignificant delay related to needing to place a second IV. 3any sample or photo available for investigation? No. 4.how was the patient outcome? Are there any clinical signs, health consequences or impact? Fine patient outcome, no issues. 5.how was treatment completed for customer? Placed another IV with no issues. 6.patient status? Nothing to report. 7. Physical sample available /not available? Not available. 8. Date of event 12/4/24 9.was there any patient involvement? Nothing to add.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 3284646. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional informatio